Event description:
It was reported that the left ventricular (lv) lead had been observed to be dislodged from a remote transmission. The patient presented for an in-clinic follow up, and the lv lead exhibited loss to capture. The lead dislodgement was confirmed via x-ray imaging. The existing lead was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.